Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: underweight, a curved opening on posterior, fold creases, and observed 40 mm dark patch edge material inside gel device. A microscopic analysis was performed which identified: a crease sharp opening on posterior and wear abrasion. Based on the device analysis the final assessment is: a crease sharp opening on posterior assessed as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade "iii/IV", and rupture.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade "iii/IV." Device remains implanted.